Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. 1. Inspection of the actual sample: because the infection status of the actual sample was unknown, we performed the investigation without taking it from the plastic bag. As far as we could see through the plastic bag, there was no anomaly in the appearance such as peeled coat. 2. Cause of occurrence/conclusion: from the investigation results, as far as the actual sample was visually confirmed through the plastic bag, no peeling of coat was observed on it, and no anomaly was observed in the manufacturing record and the shipping inspection record. However, since the infection status of the actual sample was an unknown and a detailed investigation could not be conducted, the cause of the occurrence could not be identified. Relevant IFU reference: "before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, present an infection control risk, cause tissue irritation and patient injury such as punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more-severe equipment damage." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.

Event description:
The user facility reported that during the procedure, it was observed that a part of coating detached from g-260-2545a. It was replaced with another product and the procedure completed. The procedure was completed successfully. There was no harm to the patient.

Manufacturer narrative:
B3: date of event: unknown. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This is the preliminary report based on the review of relevant records as follows: review of the manufacturing record and shipping inspection record of the involved product code/lot number: no anomaly was found. Review of the past complaint file of the involved product code/lot number: no other similar report from other facilities were found. The actual sample will be evaluated upon its arrival at ashitaka factory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.